Event description:
It was reported that an alert for high, out of range pacing lead impedance and a loss of capture were noted. Pocket was opened, lead was disconnected and measurements were within range when tested. The lead was reconnected to the device and again the pacing lead impedance was out of range. The device was explanted and replaced. All measurements were normal with new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported high pacing lead impedance was confirmed in the laboratory via review of programmer printouts; the capture anomaly was not confirmed. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported events could not be determined.